Event description:
The customer reported that the system displayed an interlock failure error and would not complete a proper boot sequence. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver board, generator driver board and generator batteries were replaced. The system was then found to be operating as intended.